Event description:
It was reported the unit is experiencing a operating system issue and is non-functional. No patient involvement reported at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Previously reported on pr (B)(4) with MDR #3030677-2022-04074. Device investigation was completed and housed in pr (B)(4).